Event description:
It was reported that, during an intertan case, one (1) lag/comp screw kit 75/70 would not compress. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not harmed as consequence of this problem. Per the preliminary results of the investigation, the visual inspection revealed that a portion of the threading on the tip of the intertan lag screw is fractured off.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the lag/comp screw kit 75/70 determined that a portion of the threading on the tip of the intertan lag screw is fractured off. The threading on the tip of the compression screw has burs. This inspection was conducted by the naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A functional evaluation performed on the device revealed that the intertan lag/ compression screws has damage to the threading on the tip of both devices, preventing the components from performing as intended. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection procedure, the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of standard grade titanium, aluminum and vanadium alloy shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique used or user/procedural variance and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.